Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and the lowest bg recorded by continuous glucose monitor on (B)(6) 2019 was 91 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) as well as low bg. However, the exact values were not provided. Reportedly, customer declined to troubleshoot and to provide additional information regarding the event.